Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. The device also shows the temperature on some of these dates was sub zero, therefore, the device was being stored in an inadequate location. There was evidence of corrosion on the membrane tail and this would have a detrimental effect on the switching circuitry. The problem with the device was caused by the corrosion on the membrane which had been caused by the incorrect storage of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.